Manufacturer narrative:
Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a rotational atherectomy treatment procedure, the burr got stuck in the lesion. The target lesion was located in the right coronary artery (rca). The physician was using a 1.75mm rotablator rotalink plus burr to ablate a previously placed unspecified stent. Multiple passes were made; the burr was able to ablate the lesion but was unable to be removed. The physician made multiple attempts to remove the burr with no success. The burr was cut at the advancer and a snare was used to remove the burr with no success. The patient was sent to surgery and had a bypass performed. Two days later, the patient was brought back to the cath lab and the burr was able to be removed using a snare. No patient complications were reported and the patient status is fine.